Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12054 it was reported at the trial lead pull procedure on (B)(6) 2015, the patient experienced pain at the lead insertion site. The site was oozing pus, but the area was not red or inflamed. A culture was taken, results are unknown. The patient reported she did not take the oral antibiotics that were prescribed for the trial procedure. A PICC line was inserted and the patient will receive antibiotics for one month and is "doing well."